Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, the 26mm sapien xt valve was deployed in a 60:40 aortic position and upon withdrawal of the delivery system, the valve embolized into left ventricle ¿quite quickly¿, and almost at the same time, the primary operator lost the wire and the valve inverted. The patient was put on heart lung machine and a second 26mm sapien xt valve was deployed inside the first valve. After the second valve was implanted, there was no sinus rhythm detected. CPR was initiated and the patient was defibrillated, however, all efforts were unsuccessful and the patient passed away. It is perceived that the sapien xt valve embolized due to the deployment position of the valve and the patient¿s lack of annular calcification and severe leaflet calcification. The native annulus measured 22.7mmx27.7mm by CT with an area of 477.2mm². The patient had no annular calcification, moderate-severe leaflet calcification and no aortic root calcification.

Manufacturer narrative:
Additional information obtained clarified the valve was inverted 180 degree which completely sealed the inflow. The patient was then placed on pump, which took ¿a longer time than expected¿. The team re-crossed the aortic valve after the patient was on pump and the second valve was implanted, however the patient expired. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest the valve embolized due to the deployment position of the valve and the patient¿s lack of annular calcification and severe leaflet calcification. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.